Event description:
The user facility biomed reported that while in use on a patient the device alarmed "circuit occlusion". The patient was removed from the device and placed on another device with no harm to the patient.

Manufacturer narrative:
Carefusion has requested clarification from the user facility on the reported event and status of the patient. As of july 24, 2015 there has been no additional information provided by the user facility pertaining to that request. A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and found that the device's pressure transducers were out of calibration. The carefusion field service representative calibrated the pressure transducers and performed a complete checkout per the service manual to ensure that it meets factory specifications. Unrelated to the reported event the carefusion field service representative also found that the device's fuse holder was broken and replaced it. Upon completion the device was returned to the user facility's control ready to be placed back into service.